Event description:
Swelling/ knee swelling [knee swelling]. Severe pain [aching (l) knee]. Case narrative: initial information received on 22-may-2019 from united states regarding an unsolicited valid serious case received from non-healthcare professional. This case involves an unknown age female patient who experienced swelling/ knee swelling and severe pain, after she was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). (Latency: within 24 hours). Her past medical treatment included synvisc one. Her past medical history, vaccination(s) and family history were not provided. On (B)(6) 2021, the patient took hylan g-f 20, sodium hyaluronate injection at the unknown dosage at unknown frequency via intra-articular route in her left knee (lot - 8rsl048, july 2021) as product used for unknown indication. Within 24 hours, she had moderate swelling in left knee and severe pain. She also received an intra-muscular injection of kenalog after her symptoms developed. Her knee swelling was still moderate, her pain in her left knee was mild to moderate. Final diagnosis was severe pain and moderate swelling/ knee swelling. Corrective treatment: triamcinolone acetonide (kenalog) for severe pain and moderate swelling/ knee swelling. Outcome: not recovered for moderate swelling/ knee swelling; recovering for severe pain. Seriousness criteria: intervention required for both the events. A product technical complaint was initiated and results were pending for same.

Event description:
Swelling/knee swelling [knee swelling]; severe pain [aching (l) knee]. Case narrative: initial information received on (B)(6) 2019 from united states regarding an unsolicited valid serious case received from non-healthcare professional. This case involves an unknown age female patient who experienced swelling/ knee swelling and severe pain, after she was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). (Latency: within 24 hours) her past medical treatment included synvisc one. Her past medical history, vaccination(s) and family history were not provided. On (B)(6) 2019, the patient took hylan g-f 20, sodium hyaluronate injection at the unknown dosage at unknown frequency via intra-articular route in her left knee (lot - 8rsl048, july 2021) as product used for unknown indication. Within 24 hours, she had moderate swelling in left knee and severe pain and intervention required for both events. She also received an intra-muscular injection of kenalog after her symptoms developed. Her knee swelling was still moderate, her pain in her left knee was mild to moderate. Corrective treatment: triamcinolone acetonide (kenalog) for severe pain and moderate swelling/ knee swelling. Outcome: not recovered for moderate swelling/ knee swelling; recovering for severe pain. A product technical complaint was initiated for synvisc one (lot number: 8rsl048) on (B)(6) 2019 with global ptc number (B)(4). The production and quality control documentation for lot number 8rsl048 expiration date (jul=-2021) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review & lot frequency analysis for lot 8rsl048 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of (B)(6) 19 there were 8 complaints on file for lot 8rsl048 and all related sub-lots. 8 complaints were on file for lot 8rsl048: (7) adverse event reports and (1) broken syringe barrel. Sanofi would continue to monitor complaints as stated in sop rdg-sop-000440 product event handling to determine if a CAPA was required. Final investigation completion date: (B)(6) 2019. Additional information was received on 17-jun-2019. Global ptc number and ptc results were received and text was amended accordingly.